Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that clot check nipple fittings were bent, reagent probe 2 metering syringe was loose, a sample probe leakage and low reagent probe 1 and 2 voltages. The cse cleaned the instrument and replaced the sample probe cleaner tubing, two nipple fittings on clot check board, sample tubing and the ultrasonic printed circuit board. Precision testing, quality controls and patient samples were run, resulting within range. The cause of the discordant, falsely elevated hdl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated high-density lipoprotein (hdl) results were obtained on three patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were retested on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hdl results.